Event description:
It is reported that the devices were implanted in 2006. Approximately two weeks post-op, x-rays revealed that the screws had penetrated beyond the holes in the shell and into the acetabular bone. The devices remain implanted.

Manufacturer narrative:
Evaluation summary: no engineering analysis could be done with available information. Evaluation codes: no product was returned for evaluation. Post-op x-rays indicate that the superior screw has pulled through the shell. Device history records indicate the devices were manufactured and packaged to specification.